Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. Device also passed tone check and vibrate check on self test. No missing segments or partial display, audio or beep anomaly or vibrate anomaly noted. Device communicated properly with the guardian link three and the test plug. Device was able to enter into auto mode properly. No device or sensor communication anomaly noted. No unexpected sensor expired alarm or calibration anomaly noted. Device was monitored for seven days. No post-reset ram crc alarm or power loss alarm noted during testing. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. Device uploaded properly using care link. No errors noted when uploading device on care link. Device had a minor scratched display window, scratched case and a pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had scratches on screen. The customer¿s blood glucose level was unknown at the time of the incident. Customer reports scratches on screen and hard to read- foggy scratched. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.